Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the right hip was revised due to elevated cobalt levels and pain. Attempts have been made and additional information on the reported event is unavailable at this time.